Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During routine follow-up, left ventricular (lv) threshold was increased due to a suspected cause of lv lead dislodgement. In addition, non-sustained right ventricular oversensing was observed likely due to post-paced t-wave oversensing. The device was reprogrammed to resolve the event including a change in lv configuration and modification of sensibility. The patient was stable with no adverse consequences. Related manufacturer reference number: 2938836-2020-06518.